Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was admitted on (B)(6) 2026 for gastrointestinal bleeding. Angiodysplaia noted at the level of the ileus on enteroscope. The patient was treated with argon plasma coagulation and clipping, thalidomide was started but not tolerated by patient. Abdominal pain, constipation and dizziness were noted. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.